Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 7.5, 6.6. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.4, lab: 1.8. On (B)(6) 2011, pt was instructed by his physician to hold his coumadin over the weekend. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.